Manufacturer narrative:
One pump was returned for analysis. Visual inspection showed the device was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was downloaded. Functional testing was performed. The customer complaint was not duplicated. No action will be taken.

Event description:
It was reported that the pump beeped occlusion. It is unknown if there was patient involvement. No patient harm/adverse event was reported.